Event description:
During routine testing of the device, the service technician reported the central control monitor card cage door was misaligned and sticking closed. No other details of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.